Event description:
It has been reported to us that there was a dissection noted after the guide wire was removed from the patient after a diagnostic procedure. During manipulation of the wire, resistance was felt. The physician did not take a fluoroscopy picture during resistance with the wire. Upon inspection of the wire post procedure, it was noted coil split on distal end, and resulted in dissecting the femoral artery. The dissection resolved on its own without intervention. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.